Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was reading inaccurately high compared to her feelings and/or normal results. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call, additional information obtained when lfs medical surveillance listened to the call recording and information obtained during cca follow-up with the patient. The patient reported that the alleged inaccuracy issue began between 11:30 a.m., and 12:30 p.m., on june 26, 2020. The patient claimed obtaining a pre-prandial blood glucose result of "122 mg/dl" which she felt was inaccurately high compared to her feelings and/or normal readings. The patient manages her diabetes with insulin (45 units of lantus and, 10 units of humalog after meals which she self-adjusts based on a sliding scale, 2 units of insulin for every 50 mg/dl over 150 mg/dl). The patient advised that after lunch that day, she tested her blood glucose using the subject device, reportedly obtained a result of "280 mg/dl" and in response, administered 12 units of humalog. The patient reported during follow-up with the cca that approximately 30-40 minutes after administering an adjusted dose of insulin, she developed symptoms of feeling "lightheaded, woozy and nausea" which she associated with a high blood glucose excursion. The patient advised during the follow-up call with the cca, that because she "couldn't get her head straight or stand properly", at around 7 p.m., she went to the hospital where on arrival, her blood glucose was reportedly measured at "98 mg/dl" using the hospital device. The patient advised that her blood glucose continued to drop to around "63 or 68 mg/dl" before it stabilized and that during this time, she felt "quite of out of it". The patient reported that she was admitted due to an "insulin overdose" and that she remained in hospital until discharge 2 days later, at around 12:30 p.m., on june 28, 2020. During the follow-up call with the cca, the patient advised that whilst in hospital, she was treated with 3 or 4 shots of insulin to help stabilize her blood glucose and that the last shot was given when her blood glucose dropped to "63 or 68 mg/dl"; however, it is unclear why the patient was reportedly treated with insulin when admitted for an alleged low blood glucose excursion. The patient was only able to provide information that was given to her by the nurse and it is not known if she was administered any form of glucose to raise her blood glucose levels. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event; the patient was reportedly admitted to hospital due to an "insulin overdose" after administering insulin based on the alleged inaccurately high blood glucose readings obtained on the subject device. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.